Event description:
It was reported that the l-arm drove by it's self for about 3 seconds and that the tableside "emergency stop" button did not work. No injury was reported. The ge healthcare service engineer found that there was a block type extension cord assembly stuck between the l-arm and the floor. The service engineer removed the extension block outlet and was able to drive the l-arm arm from +90 to -90 degrees several times. The ge healthcare service engineer activated the tssc "emergency stop'" button several times and found that it stopped all gantry movement. The tssc was reset to return gantry operation. All power supplies feeding the positioner card rack were inspected as well as the control and power drive amp boards for component issues. No issues were found. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.